Event description:
As reported by ass dir of (B)(6), (B)(6) via e-mail, the pt, (B)(6) sustained complication of carotid stenting. Chart reflects complication as: (l ica stenting) stent sheath fractured during deployment. Emboshield distal protection device could not be removed post procedure and removed in operating room; in operating room: removal of hardware, l carotid angiogram. Pt had infarcted l mca, l distal ica. Currently in ccu. Dnr signed by family on (B)(6) 2010. Organ donation contacted.